Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent. Fifteen days after the onset of symptom, the patient was hospitalized for the peritonitis event. It was unknown if the patient was treated with antibiotics. On an unknown date, the patient was transferred to hemodialysis therapy. The patient was discharged four days after hospital admission and was recovered from this peritonitis event the same day. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.